Manufacturer narrative:
A review of the manufacturing and inspection records for the provided lot was conducted. No deviations or non-conformances were found. One sample was returned for review. Visual inspection found no damage to the luer of the catheter. Functional testing by the analyst and again by sustaining engineering could not duplicate the reported issue of leakage at the hub. Even though the reported issue could not be duplicated with the returned sample, sustaining engineering is investigating other possibilities via project that might contribute to the reported issue experienced by the customer. The data from this project will aid in determining the root cause and an appropriate corrective action to be taken. Additional information provided in h.3., h.6. And h.11.

Manufacturer narrative:
The complaint sample has been returned for investigation and is currently in process. A follow up report will be submitted upon the closure of the investigation.

Event description:
¿Leak¿ ¿at hub¿ ¿line had to be pulled¿ duration: ¿<1hr¿ notes: ¿PICC line inserted and able to be advanced without issue. When I went to flush the line, it was leaking at the hub. Tried to tighten x 2 and then it continued to leak. Placed medline tubing and hub continued to have leakage with flush. Tried another med line tubing and it also continued to leak. Line was pulled. Hub did not appear to be cracked.¿